Event description:
Resident fell out of bed at 6:50 am, sustaining hip fracture with subsequent surgery and hospitalization. Summary: resident taken to bathroom at 6:30 am by nursing aide. Resident requires a bed alarm system to notify staff when she attempts to get out of bed due to unsafe ambulation independently. Resident returned to bed at 6:40 am. Nurse aide activated bed alarm. At 6:45 am resident in bed with eyes closed. At 6:50 staff heard cries from resident. Resident found on floor. Transport to hosp for eval and treatment. Bed alarm was activated correctly was tested and found to be operating correctly, but removed from svc. Distributing co was notified. Sales rep on site on 9/16/98. Numerous testing of monitor and mat (as well as other mats from same order) tested. Some mats were not functioning 100% of time. All mats removed by co and replaced. Device was returned to distributor.